Manufacturer narrative:
One device was returned for repair. It was reported that pump is only giving half doses. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period. The device was in good physical condition. Functional test was performed and found no problems. Pump was tested for flow accuracy 3 times and passed all 3 tests. The primary problem was not replicated at the time of the investigation. The cause of the primary problem was unknown. Preventive service was performed.

Event description:
It was stated that the device is only giving half doses. There was unknown patient involvement.